Manufacturer narrative:
(B)(4). The complaint bc800 infant nasal mask is not expected to be returned for investigation. Our analysis is therefore based on the information provided by the hospital. The hospital staff reported that the mask had been popping out of the flexitrunk tubing. No incidents were reported and staff were reminded of our user instructions, which includes a pictorial diagram showing the correct setup and use. A lot check could not be performed as the lot number was not provided. The user instructions that accompany the fph infant interface indicate in pictorial form the correct set-up and use/fitting of infant interface devices. The following checks are also stated in the user instructions: - "connect prongs or mask to nasal tubing ensuring that it is inserted fully." - "check patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. Hourly checks are recommended." - "alternating between mask and prongs can reduce the risk of irritation. Alternating every four to six hours is recommended."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the bc800-10 infant nasal mask was becoming detached from the flexitrunk infant nasal tubing. No patient consequence was reported.